Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott that the patient's ipg was explanted on an unknown date for a unknown reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the scs ipg was explanted for an unknown reason. The patient declined to provide further information regarding the event.